Manufacturer narrative:
Currently awaiting the return of the device for eval.

Event description:
V12 positioned for deployment, test injection performed through sheath. Injection forced stent to move off balloon over wire.